Manufacturer narrative:
This device was returned to mmdg for evaluation. Mmdg was able to confirm through visual inspection that the tubing did separate. Mmdg also found adhesive in the separated end of the tubing.

Event description:
The initial reporter stated that they had a set where the tubing separated where is attaches to the pump. Mmdg made multiple attempts to contact the initial reporter to obtain further information, however, we were only able to confirm that there was no patient involved. (B)(4).